Event description:
The reported complaint notes that an m1193a spo2 sensor, applied for 10 hours, caused burns to the pt on the finger and part of the hand. No report of any emergent treatment or permanent disability was received.

Manufacturer narrative:
(B)(4): the reported complaint notes that an m1193a spo2 sensor, applied for 10 hours, caused burns to the pt on the finger and part of the hand. No report of any emergent treatment or permanent disability was received. Philips is reporting this alleged hot sensor led only until we can rule out that there was any possibility of health risk. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.